Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Atrial tachycardia, atrial fibrillation and atrial noise reversions were noted. Atrial noise that was easily replicable with isometric maneuvers was observed on egm. No programming changes were made. The patient was asymptomatic and remained stable.